Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of a broken water inlet. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During onsite inspection of the device, white residue in the air/water cylinder was found. There was no patient involvement.